Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The customer also returned one guide wire and lidstock for analysis; no needle was provided. Signs of use were observed on the guide wire. Visual analysis revealed that there was one kink close to the center of the guide wire body. The distal j-bend appeared intact. Microscopic examination revealed that both welds were present and appeared full and spherical. Visual analysis of the needle could not be performed as it was not returned for analysis. The kink in the guide wire measured 190mm from the proximal tip. The overall length of the guide wire measured 456 mm which is within the specification of 450-458 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.801 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. Dimensional analysis of the needle could not be performed as it was not returned for analysis. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle. The guide wire met resistance at the sight of kinking, but the undamaged portions of the guide wire passed through all components with little to no difficulty. Functional analysis of the needle could not be performed as it was not returned for analysis. A manual tug test confirmed that both welds are secure and intact. A device history record review was performed, and there were no relevant findings. The instructions for use (IFU) provided with the kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed by investigation of the returned sample. The guide wire contained one kink. The needle was not returned for analysis. The guide wire passed all relevant dimensional and functional requirements, and a device history record review revealed no findings relevant to the reported defect. The appearance of the damage is consistent with undue force, but without the needle returned for analysis, the potential root cause cannot be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported a guidewire was inserted through the introducer needle. When the introducer needle was withdrawn, resistance was met and the guidewire was found kinked. A new set was successfully used. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported a guidewire was inserted through the introducer needle. When the introducer needle was withdrawn, resistance was met and the guidewire was found kinked. A new set was successfully used. No patient harm was reported. The patient's condition is reported as fine.